Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a lack of effect and painful stimulation. The troubleshooting/interventions already performed included reprogramming, changing programs, increasing stimulation, turning stimulation, and the health care professional (hcp) had also tried changing the rate. The patient was on oral medications that included: oxybutol, mybetrix, and oxybutin. The patient did not like taking these because they made him feel like he had a hang-over the next day. There were no falls/trauma related to the issue. There was pain when sitting but in other positions as well. Troubleshooting/interventions and results were "no changes at all." The patient had an appointment with the hcp on (B)(6) 2015. The symptoms reported was urinary frequency four times per night (same as pr e-implant) and pain. The location of the symptoms was at the implantable neurostimulator (ins) site and the bottom of the left buttock. Three weeks after an adjustment of any kind (and lately sooner than that), the patient had a sharp pain and soreness. When he sat, he felt a stabbing pain. The pain radiates from the ins to bottom of the left buttock. It felt sharp like there was a knife in the pocket. If the patient turned stimulation off, all the symptoms resolved but it took about four days for them to completely go away. The patient wanted a second opinion and wanted the device removed. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient had it in for about one year. The pain started after a month. After using the device for about two weeks, it would start to cause pain in their lower buttocks area. The patient shut it off and the pain would start to go away. It would take about 3 or 4 days for the pain to go away. There was nothing done except they checked the machine and changed programs. The machine never did any good for the patient no matter what they would do. They finally shut it off. Either the machine was defective or the lead did not do its job. The machine was off but now they were getting a very sore spot where it was placed. The health care professional (hcp) told the patient a couple of weeks prior that she would have a scheduler call the patient about removing it. The patient had not heard from anybody. This had been a very bad experience for the patient. They did not know what or if any damage had been done.

Event description:
Additional information received from the patient indicated that they never had any symptom control since implant. It was noted that the times of symptoms were reduced from four to three, but then went back to four. It was also reported that due to lack of symptom control, the patient had to take 5mg of zolpidem because they were unable to sleep. This helped in reducing the number of symptoms from four to three. The patient mentioned that the hcp told them that they can have the therapy removed.